Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause cannot be identified conclusively because no further information, logfiles have been received. The sample could not perform the malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported suction loss occurred during surgery before flap was made, after laser fired. Procedure was completed on the same day and no intervention was required.